Manufacturer narrative:
The technician adjusted the reverse trendelenburg disengage switch to repair the bed.

Event description:
The accounts engineer stated that the reverse trendelenburg and hi/low functions are not working on the bed.